Event description:
It was reported that the patient was admitted to the emergency room with hypotension. There was observed atrial oversensing and possible pacemaker mediated tachycardia (pmt). The device and leads remain in service. No additional adverse patient effects were reported.